Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional perclose proglide device is being filed under a separate medwatch MFR number. The device was returned with plunger, suture, needles, and cuffs in a pre-deployed position. There was dried blood observed throughout the device, indicating that the device was introduced into the patient anatomy. The link was slack, suggesting that the lever might have been opened to deploy the foot. Mislocated link prior to deployment could appear very similar to the reported suture was out of the device prior to deployment. Therefore, the reported product experience is confirmed. Because the device was returned out of the sterile package, it could not be determined if the link was out of position while in the sterile package, during transportation, or during the device preparation; however, during the manufacturing process, the device is inspected prior to packaging. A definitive cause for the reported suture out of the device could not be determined. A review of the device lot history records did not reveal any non-conforming material records associated with this lot which could have been contributed to this event. A query of the complaint data base for this lot was performed and there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using the perclose proglide device after an unspecified procedure. Reportedly, after the device was removed from the package, it was thought that the suture was out of the device and the device was not used. However, the returned device analysis found excessive dried blood throughout the device, indicating it had been introduced in the anatomy. The facility reporter then clarified the device was not deployed. A second proglide was used and it was reported that "it did not take". A sheath was inserted and manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.